Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer programed a bolus via the pump to address bg. The customer continued to use the pump for insulin therapy.